Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. When attempting to take an nibp reading on the patient, their device became unresponsive to any button press. In this state, the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. When attempting to take an nibp reading on the patient, their device became unresponsive to any button press. In this state, the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.